Event description:
A patient reported on (B)(6) 2016 stating that there was communication failure with the patient programmer (pp) and implantable neurostimulator (ins) recharger (insr). A poor communication screen was displayed on the pp. The patient was unsure when they had last felt stimulation because they kept it at a low level, so they really could not tell. They guessed a couple weeks prior. The last successful recharge session had been a couple weeks prior. The patient was not able to get beyond the reposition antenna screen while troubleshooting. Their health care provider (hcp) decreased the patient's medication, and they were staring to notice a difference. It had been a couple weeks since the patient had been experiencing issues with recharging the implant and being unable to communicate using the pp. The patient had spoken to someone from the field team two days prior. The indication for use was spinal pain.

Event description:
Additional information received from a healthcare provider (hcp) reported they could not communicate with the implantable neurostimulator (ins) due to the battery being dead. It was noted that the patient had not been able to communicate with the ins since the end of (B)(6) 2016, but the hcp was unsure of when exactly. The hcp noted that the patient let the ins charge run out due to a surgery and the patient did not charge it after that. The hcp also noted that the patient had mentioned needing to have the spinal cord stimulation (scs) system "jump started" since implant. It was later reported that the hcp thought the device was likely in overdischarge since his clinician programmer would not connect with the patient's implant. Additional information received from the patient reported she was not able to communicate with her patient programmer (pp) and implantable neurostimulator recharger (insr) and she was not feeling stimulation. The patient did not know when she last successfully recharged, but she last felt stimulation in (B)(6) 2016. Additional information received from the patient via a rep reported the patient did not maintain a charge and was in overdischarge. Environmental/external/patient factors that may have led or contributed to the issue included patient compliance. It was noted that no diagnostics or troubleshooting were needed. Interventions/actions taken to resolve the issue included recovering the battery and successfully clearing the resulting power on reset (por) condition. The issue was noted to have been resolved as of 12-jul-2016. The patient's status at the time of the report was noted to have been 'alive with no injury'. No surgical intervention was planned or performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.